Event description:
Thirty one to ninety days prior to 2/11/1999 following an intravascular procedure an angio-seal device was placed in a pt's right groin. On 2/11/1999 the pt had a complaint of claudication in the right leg and no pulses were present. An angiogram was attempted but was unsuccessful. On 2/12/1999 an angiogram (via the left groin) was again attempted and was successful with a vessel occlusion noted. The pt was transferred to the operating room to unblock right femoral artery. At that time it was found the left leg was also cold and pulseless. Surgery found "fibrous stuff" in the left artery which was removed with return of blood flow. Also the original right groin puncture site was unblocked and noted to be a stenosed portion of the femoral artery close to the bifurcation. As of 3/18/1999 there has been no further report to the MFR of complication or additional pt sequelae.